Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the device revealed over-sensed noise exhibited by the right atrial lead. Additionally extra-cardiac stimulation was reported and caused discomfort. The lead was capped and replaced on (B)(6) 2024. The patient was discharged. Further information was requested but not received.